Event description:
The pump was returned for investigation. Investigation revealed that a missing line through the display is observed upon start up. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the black box and alarm history review shows one cs078-0008 alarm on (B)(6) 2013. Moisture corrosion is observed in the battery compartment. The unit failed a leak test due a display lens leak. The pump powers ¿on¿ and displays ¿verify¿ screen. A missing line through the display is observed upon start up, a test display was mounted and it was fully populated and functional. The pump passed ¿ez-prime¿ steps and it was exercised for 24 hours. No alarms occurred during the duration test. The pump¿s cover was removed, further moisture corrosion was found inside the pump on the pcb and on the display screen. The motor drive was tested and it was found fully functional. (B)(6).